Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the auxiliary water channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus endoscopic scope specialist (ess) visited the site and found that the users at the facility were using simethicone in sterile water bottles that fed through the auxiliary channel, which likely resulted in the clogging of the auxiliary channel. It was confirmed by the clinical manager at the user facility that the staff have been trained to no longer use simethicone in sterile water bottles that feed through the auxiliary channel. The device evaluation found: a leak was observed in the auxiliary channel. The distal end cover was chipped. The rgb image was scattered. There was a cut in switches 1 and 2, but the switches were functioning. The right/left knob and up/down knob were loose. The distal end plastic cover was chipped. The adhesive on the objective lens was worn and chipped. The light guide lens was cracked and there was fluid ingress inside the lens. The adhesive on the distal end cover and insertion tube was cracked. There was a deep cut in the insertion tube about the 45 mark and 10cm from the insertion tube adhesive, and the insertion tube had snakiness. The control body was missing a colored ring and the adhesive on the control plate was cracked. The light guide tube was buckled. The scope connector was scratched and dented. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an evis exera iii colonovideoscope was incorrectly reprocessed and had foreign material exiting from the air/water nozzle during preparation for use. The customer made a request for an ess trouble shooting. There was no reported patient harm or impact due to this event.